Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and the correction of 9610595-2025-21155. The initial was incorrectly submitted as white foreign material in the air/water channel found upon receipt/ unpacking the box. The corrections made are to the following fields: b5, d5, g2. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water channel. There was no patient involvement.

Event description:
It was reported that the subject device had white residual inside the air/water channel. The issue was identified upon receipt/ unpacking the box. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.